Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a power conversion was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect power conversion has been received by the manufacturer for evaluation however the results are not available yet.

Event description:
A medtronic representative reported that while outside of procedure, the system would intermittently display an "initializing collimator" message. Site was able to clear the message. There was no patient present at the time of the issue.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for analysis. The power conversion enclosure was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.